Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. (Occlusion) root cause could not be determined.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded cold insulin into the cartridge, and overfilled the cartridge. Reportedly, the customer was not performing the proper air removal techniques. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that an occlusion alarm occurred. System check was performed by tandem technical support and no issues were identified. Customer changed the pump supplies and resumed insulin delivery. Customer¿s blood glucose level was 146-196 mg/dl.